Manufacturer narrative:
The observed differences in ft3 values generated with the roche assay and wako and abbott assays are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys ft3 iii and the elecsys ft4 iii assay on two cobas 8000 e 801 module analyzers. The results generated at the customer site were reported outside of the laboratory to a physician. This medwatch will apply to the ft3 assay. Patient identifier (B)(6) for information related to the ft4 assay. Refer to the attachment for all patient data. The sample was collected from the patient on (B)(6) 2019 and initially tested on the customer's e 801 analyzer on (B)(6) 2020. The customer also repeated the sample using the wako accuraseed method. The sample was also repeated on an abbott architect analyzer and with an lc-ms/ms method. The sample was provided for investigation, where it was tested on a second e 801 analyzer on (B)(6)2020. The serial number of the customer's e 801 analyzer is (B)(4). The serial number of the e 801 analyzer used for investigation is (B)(4). Ft3 reagent lot number 438059, with an expiration date of january 2021 was used on this analyzer.